Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the staples would not advance. There was no patient consequence.

Manufacturer narrative:
D6; device was not returned for evaluation.